Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Patient's mother was advised to do a paperclip reset and allow bluetooth to pair before starting a new sensor session. No injury or medical intervention was reported.